Manufacturer narrative:
Concomitant medical product: dvbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The right ventricular (rv) lead and the right atrial (ra) lead were unable to be fully extracted due to adhesion and was partially removed with the remainder capped and left in the body. The ICD system was not replaced. No further patient complications have been reported as a result of this event.